Event description:
Rubber port most proximal to pt "blew out" when CT contrast (optiray 290) was plugged into distal port. Contrast & blood sprayed over pt/tech/rm. No harm to the pt. IV site not lost - tubing changed. Approx $150 of contrast lost.